Event description:
I got my lapband removed on (B)(6) 2019 after a year of horrible pain, chronic cough and acid reflux. Before that year the symptoms began to show but did not get to a horrible stage until last year. FDA safety report ID# (B)(4).